Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal appeared to be unraveled prior to deploying the seal into the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The seal was returned inside of the loading device, folded under the window. The green slide lock and white plunger were not depressed on the delivery device. The seal was cracked along the seventh row from the center. Based on the received condition of the device the reported complaint was confirmed for the cracked seal. (B)(4).